Event description:
Information was received that the cadd legacy pump recently in for dso replacement but getting alarm again. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary- the returned device was given functional testing. The testing verified the device gave a "downstream occlusion" alarm. Examination of the device showed that the seal around the downstream occlusion sensor had degraded. The component was replaced to address this issue. The cause of the seal problem was not definitely established.